Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's midline incision had opened slightly. The patient underwent surgical intervention on (B)(6) 2025 in which the incision was flushed and restitched. Therapy was restored following the procedure.